Event description:
It was reported that stent dislodgement occurred and the procedure was cancelled. The target lesion was located in the iliac artery. A 8.0x30x75cm express ld balloon stent was used for procedure. During the procedure, it was observed that the stent dislodged from the delivery system and moved to the aorta. Attempts were made to snare and retrieve the stent, but these efforts were unsuccessful, as the stent could not be captured. The procedure was not completed and was cancelled. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket / 510(k) #:k133110, p090003.

Event description:
It was reported that stent dislodgement occurred and the procedure was cancelled. The target lesion was located in the iliac artery. A 8.0x30x75cm express ld balloon stent was used for procedure. During the procedure, it was observed that the stent dislodged from the delivery system and moved to the aorta. Attempts were made to snare and retrieve the stent, but these efforts were unsuccessful, as the stent could not be captured. The procedure was not completed and was cancelled. There were no patient complications as a result of this event. It was further reported that the iliac artery was calcified and there was resistance in the vessel upon advancing the stent system. There were no further attempts planned to remove the stent.